Manufacturer narrative:
Investigation in process.

Event description:
It was reported that the patient had a right knee arthroplasty in 2009. Subsequently, the patient is experiencing difficulty walking. Operative and post operative notes were received from the patient. It states that the right total knee arthroplasty procedure took place on (B)(6) 2010. Implants include a cemented size d nexgen lps-flex gsf femoral component; cementless 3x10 tm monoblock tibia; nonresurfaced patella. Note: only the tm monblock tibia is a zb-tmt design controlled part. The femoral component is a zb-warsaw designed controlled part.

Manufacturer narrative:
The tm lps monoblock tibia was manufactured, inspected and packaged within established process specifications. It was found to be compatible with the femoral component that was implanted. Additional information regarding this complaint was requested; however, only the operative report for the primary surgery (dated (B)(6) 2010) was received. No pertinent information was obtained from the operative report. No pertinent information was obtained from the operative report. It was not reported if the tm lps monoblock tibia was revised. The device was not returned for this investigation so its condition remains unknown. As a result of the limited information that was provided, this investigation by product development is considered closed at this time. Should additional information become available, this investigation may be re-opened.

Event description:
It was reported that the patient had a right knee arthroplasty in 2009. Subsequently, the patient is experiencing difficulty walking. *update received oct 31, 2016. Operative and post operative notes were received from the patient. It states that the operative notes state that the right total knee arthroplasty procedure took place on (B)(6) 2010. Implants include a cemented size d nexgen lps-flex gsf femoral component; cementless 3x10 tm monoblock tibia; non-resurfaced patella. Note: only the monblock tibia is a zb-tmt design controlled part. The femoral component is a zb-warsaw designed controlled part.